Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the vessel of the left upper limb. A 5.5.00mm / 2.0cm / 50cm otw peripheral cutting balloon was advanced for dilatation and was placed at the lesion site and slowly pressurized using a pressure pump. When the pressure reached 6 atm, a rapid drop in balloon pressure was observed, and stability could not be maintained despite continued pressurization. At the same time, the fluid in the pressure pump syringe was noted to have turned red. The balloon was judged to have ruptured. The device was withdrawn from the patient, and after it was filled with water, a water column was seen spraying from the balloon blade area, confirming a rupture. The device was then replaced with a 6-mm gladiator balloon, and the procedure was completed. The patients condition following the procedure was reported to be stable. It was further reported that the 79% stenosed target lesion was located in a non-tortuous and non-calcified vessel of the upper limb.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the vessel of the left upper limb. A 5.5.00mm / 2.0cm / 50cm otw peripheral cutting balloon was advanced for dilatation and was placed at the lesion site and slowly pressurized using a pressure pump. When the pressure reached 6 atm, a rapid drop in balloon pressure was observed, and stability could not be maintained despite continued pressurization. At the same time, the fluid in the pressure pump syringe was noted to have turned red. The balloon was judged to have ruptured. The device was withdrawn from the patient, and after it was filled with water, a water column was seen spraying from the balloon blade area, confirming a rupture. The device was then replaced with a 6-mm gladiator balloon, and the procedure was completed. The patients condition following the procedure was reported to be stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).